Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's husband that their insulin pump keypad was unresponsive to user inputs. Customer stated the bolus amounts continue to scroll. Customer stated they do not recall any significant events that lead to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 380 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No number ramping or scroll bar anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and cracked reservoir tube lip. No moisture damage was noted inside the insulin pump.